Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Vyaire medical has received the suspect device for evaluation. Once, the results of investigation become available, a follow up report will be submitted.

Event description:
It was reported to vyaire that the revel ventilator alarmed loss of power and shut down while connected to a patient. At this time, it is unknown if there was any patient harm associated with the reported event.